Manufacturer narrative:
Results: the jet7 was stretched and damaged approximately 128.5 thru 132.0 cm from the hub. The jet7 was kinked approximately 17.5, 35.5, and 70.0 cm from the hub. The total length of the jet7 was 132.0 cm. Upon functional testing, resistance was encountered while attempting to advance the returned jet7 through a demonstration neuron max, and the jet7 could not be advanced any further. Conclusions: evaluation of the returned jet7 revealed that the catheter was stretched. This damage typically occurs due to retraction of the device against resistance. No other devices associated with the complaint were returned for evaluation. Therefore, the root cause of resistance could not be determined. Further evaluation of the returned jet7 revealed kinks. These kinks were likely incidental to the reported complaint and may have occurred during packaging of the device for return to penumbra. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system jet7 kit (kit). During the procedure, the physician made a pass using the penumbra system jet 7 reperfusion catheter (jet7) with a non-penumbra stent retriever and a non-penumbra sheath. The jet7 was removed and then flushed on the back table; however, after flushing, the hospital technician noticed the jet7 distal tip had collapsed. The procedure was then completed using a non-penumbra catheter with the same sheath and stent retriever. There was no report of an adverse effect to the patient.